Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue, fluid leak and perforation cannot be established as the product is not available for analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that six weeks after original implant they tried to cycle device but realized it had no fluid. The patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the cylinders and the pump were removed and replaced. After the procedure a puncture hole in the left cylinder was found, most likely cause by a needle at the time of implant surgery. No further harms were reported.